Event description:
Complaint is reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci), crossing difficulties were encountered. The physician was unable to cross a severely tortuous, severely calcified and 90% stenosed lesion in the right coronary artery (rca) with a promus element 4.00 x 24 mm. The lesion was pre-dilated with a non-bsc balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal stent struts on row one were both stretched and raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).